Manufacturer narrative:
No patients were involved with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse noted during troubleshooting that the reported imprecision and quality control failures was due to pipettor number two (2). Fse replaced reagent pipettor 2 pump piston and seal guide set. Fse verified performance of the instrument by performing a passing system check, pipettor matching routine, low volume matching routine and precision run for access afp which all passed within specifications. In conclusion, the cause of the reported access afp imprecision and quality control failures was due to a malfunction of the pipettor piston and seal guide set. (B)(4).

Event description:
The customer reported obtaining failing quality control (qc) results out high and a precision run that was out of specification for alpha-fetoprotein (access afp) assay involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). There was no report of patient results released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Qc and calibration data was not supplied for this event. Service was requested by customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.